Event description:
Rptr stated that caller from account reported a concern about the accuracy of the unit, based on a final bag weight of 2269 grs when programmed weight was 2205. This is a difference of 2.9% and the MFR's spec allow +/-5%. Also the user stated that the programmed volume displays and the delivered volume displays were in agreement, but he could not provide any details as to what was programmed and delivered from each station. When he was advised not to use the unit, the user replied they would continue to use the unit until the new unit arrived and weigh any bags about which there was a question. No pt involvement 10/21/96.